Manufacturer narrative:
The reported events for inadequate capture and high pacing threshold were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead exhibited high capture thresholds. The physician attempted many different positions, however, was still unsuccessful. The lead was removed and replaced. The patient was in stable condition.